Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 196 mg/dl at the time of incident and the current blood glucose of the patient is 406 mg/dl. Customer treated with insulin pump and manual injection. Troubleshooting was not performed. The product will not be returned for analysis.